Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that low speed operation, low flow hazard and pump off alarms were observed upon interrogation of the device. A review of the log file revealed that there were two events of total loss of power to the system controller causing pump off and low flow alarms to become active. The loss of power events caused the internal clock to reset to zero. The events appeared to have occurred when the patient was switching from batteries to the power module patient cable. No other adverse alarms or events were captured in the log file. It was reported that the patient was asymptomatic. The patient is reported to be non-compliant. No additional information was reported.

Manufacturer narrative:
The 14-volt power module patient cable was not returned for evaluation. The extracted data log file captured two separate events with approximately 36 where a total loss of power occurred followed by pump speed drops to 0 rpm. The expected alarms of low speed hazard, low flow hazard, and low speed operation were active. Power cable disconnect alarms were active prior to the power loss events and indicated that the system controller was supported solely via one of the power cables. Based on the supply voltage and the battery fuel gauge levels, the system controller was powered by 14-volt batteries before or after the observed power interruption events. The system controller is unable to record data during the loss of power and the duration of the time that the device was without power is unable to be determined. In both cases, when the power was restored, the system controller returned to normal operational ranges with the pump speed matching the set speed. The analysis of the log file did not reveal any system operation conditions that could be related to the power interruptions or pump stoppages. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lot number was requested but was not provided. The lot number was not provided; therefore the device manufacture date is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.